Manufacturer narrative:
Device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error, no reservoir, low reservoir, no delivery alarms due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 528 mg/dl and treated it with manual injection. The customer has been running high blood glucose due to no delivery or motor error with their insulin pump. The customer reported that insulin pump received motor error alarm and did not report motor position encoder error alarm. The customer was able to rewind the insulin pump and was able to successfully clear the alarm. The drive support cap was normal and insulin pump passed the displacement test. The customer reported that insulin pump alarm history consist multiple error alarms. The customer declined troubleshooting on high blood glucose and there was cramp in their hand. The insulin pump will be returned for analysis.